Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm was confirmed via the submitted log file. The submitted log files were reviewed. On (B)(6) 2026, the controller event log file captured a driveline communication fault alarm due to intermittent communication a faults. The alarm was active for the remainder of the log file (B)(6) 2026). The pump appeared to operate in the expected range throughout the log file. The provided information indicated the modular cable and system controller were exchanged and the alarms resolved. The controller has not been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline communication fault and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a driveline problem due to the patient intentionally pulling on it. Log files were sent for review and captured driveline communication (comm) faults (comm a) starting on (B)(6) 2026 at 14:38 and continued for the remainder of the log file. The patient's international normalized ratio (inr) was only 1.36. The patient was admitted due to living over an hour away and was loaded with lovenox. The modular cable and system controller was exchanged and all alarms resolved. There were no symptoms reported from the patient and all ventricular assist device (vad) parameters were within defined limits (wdl). Debris was found on the pump-side connector but not enough to cause an issue since the alarms cleared after the equipment exchange. The modular cable was planned to be returned. It was later communicated that the system controller and modular cable exchange did resolve the driveline communication faults and no further issues occurred.